Manufacturer narrative:
(B)(6). Literature: price, andrew & c waite, j & svard, uc. (2005). Long-term clinical results of the medial oxford unicompartmental knee arthroplasty. Clinical orthopaedics and related research. &na;. 171-80. 10.1097/00003086-200506000-00024. The product was not available for return. Root cause attributed to arthritis in lateral compartment. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Complaint received in journal article long-term clinical results of the medial oxford unicompartmental knee arthroplasty, a.j. Price, 2005. It was reported that patient underwent partial knee arthroplasty on an unknown side on an unknown date. Subsequently, patient was revised to a total knee on an unknown date due to arthritis in lateral compartment 1.1 years after initial procedure. No further information has been provided and the patient outcome is unknown.